Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Please also reference medwatch number 1030489-2013-05113. Information previously provided to medtronic concerning this patient did not include any report of complications alleged to be associated with infuse bone graft.

Event description:
It was reported in an online legal blog that the patient underwent surgery on l4 and l5 vertebrae using rhbmp-2/acs. Sometime postop, the patient reportedly experienced severe injuries and the blog stated that "fusion had failed to occur on the l4 and l5 vertebrae". It was reported in the patient's medical records that on (B)(6) 2007 the patient underwent l5-s1 tlif using a peek interbody device and local bone, and l4-s1 lateral mass fusion using posterior segmental stabilization, rhbmp-2/acs, and local bone. On (B)(6) 2012, the patient presented status post previous l4-s1 fusion with spondylosis, adjacent segment disease and pseudoarthrosis with significant instability from l3-s1. ¿patient has developed persistence in chronic lumbago, radiculopathy, paresthesias¿. The patient underwent a procedure for laminectomies of l3-l5 with bilateral foraminotomies, posterior segmental instrumentation from l3-s1 with hardware, fusion from l3-s1 with allograft, autograft, and bone aspirate, tlif at l3-4 and l4-5 using peek implant, allograft, autograft, and bone aspirate.